Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is pseudoarthrosis. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# 373335, mfd. 04/03/15, expires 2020-04, UDI (B)(4); 2nd (middle): ifuse implant, p/n 7050-90, lot# 493377, mfd. 08/04/15, expires 2020-08, UDI (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had pain relief for six months before reporting a recurrence of pain symptoms. The surgeon determined pseudoarthrosis in the first and second implants while the third implant was solidly fixed in bone. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the first and second implants and then implanted a wider and longer implant of the same type. The status of the patient following the revision procedure is not yet known.